Event description:
Break at safety side rail. This bed is in an arjohuntleigh ssu's rental fleet and the fault was detected by arjohuntleigh rental staff. It is unk how this happened and if a pt was involved; the staff at the hospital where the bed was located were not aware of the breakage found.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh on behalf of the MFR arjohuntleigh, a branch of arjo (B)(4). The eval of the device to date has been carried out by a rep of the MFR's sales and service unit subsidiary division, not a direct employee of the MFR. Add'l info will be provided following the conclusion of the MFR's investigation.